Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The central processing unit (cpu) board was replaced to correct the reported issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in an inability to initiate mechanical ventilation. There was no report of patient involvement.